Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 3.0x12 nc trek. Stent: xience prime 3.0 x 23 mm, 3.5 x 23 mm, 2.75 x 23 mm xience prime. There was no reported device malfunction and the product was not returned. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat the left anterior descending (lad), left circumflex (lcx) and right coronary (rca) arteries. The lad was treated with a 3.0 x 28 mm xience prime stent and the rca was treated with a 3.5 x 23 mm xience prime stent. After pre-dilatation of the lcx, a 2.75 x 15 mm xience prime stent was deployed. Post-dilatation was performed with a 3.0 x 12 mm nc trek. After post-dilatation, a proximal edge dissection was observed which was treated with a 2.75 x 23 mm xience prime. The procedure was completed at this time. There was no clinically significant delay in procedure. No additional information was provided.